Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned within the introducer sheath. The lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal contact wire was intact, the coil delivery wire was kinked/bent, the main coil was detached in the introducer sheath and was cut to remove the coil. The distal tip was found to be intact, the main coil was stretched and kinked/bent. Functional testing was not carried out due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, preparation/set-up was performed as per the dfu and continuous flush was maintained for the duration of the procedure. So, an assignable cause of procedural factors will be assigned to the as reported and as analyzed events as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use. The as analyzed coil delivery wire kinked bent will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use

Event description:
It was reported that during the procedure while the subject coil was delivered to the end of the microcatheter the operator felt resistance and was unable to deploy the subject coil. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the device revealed that the main coil had prematurely deployed; therefore, based on this information the event is deemed reportable and emdr will be filed with an aware date of 16-jul-2020. The event will be assessed to reflect the decision change and emdr will be filed accordingly.

Manufacturer narrative:
B5 ¿ executive summary ¿ corrected f10/h6 ¿ device code ¿ corrected.

Event description:
During the analysis of the returned device, it was revealed that the subject main coil was prematurely detached/separated during use. No clinical consequences reported to the patient.